Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qcs) were out of range with high flyers. A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified the wash aspiration and dispense, and verified the acid and base dispenses. The cse cleaned the luminometer and verified the reagent probe dispenses. Quality controls were run and passed. The cause of the discordant, falsely elevated thcg result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xp instrument. Quality controls (qcs) were high. The discordant result was reported to the physician(s) who questioned the result. The sample was repeated in duplicate on an alternate advia centaur instrument resulting lower. The repeat result was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated thcg result.